Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for a prostate procedure, the aim beam was observed to be forward-firing. The forward-firing condition was observed when the fiber had accumulated 63,839 joules. The procedure was completed with another fiber. The procedure had been initiated with a different fiber, which was also reported (reference MFR report number 2937094-2012-00396). It was reported that there was no harm to the pt as a result of this event.

Manufacturer narrative:
(B)(4).